Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that after a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a pericardial effusion. Once the case was completed the intracardiac echocardiography (ice) was checked as part of the facility's routine procedure. An effusion was noted at that time and pericardial drainage was performed. Per the information provided the patient was stable. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.